Manufacturer narrative:
The report event of high impedance was confirmed. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31587. It was reported that the patient experienced ineffective stimulation. Diagnostics revealed the patient's right lead has all high impedances. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. It was found that lead had fractured. Post-operatively, stimulation therapy was restored. It is unknown which lead was fractured and ended up being replaced, therefore both leads are being reported.